Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it had no power and will not power up. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion field service evaluated the suspect device and confirmed that there was no power. The technician took out the gas delivery engine (gde), checked all connections, and reinstalled it. The power returned and the device operates now to manufacturer specifications. No parts were replaced so no further investigation will be performed.